Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
It was reported that a patient underwent posterior lumber interbody fusion l5/s surgery on (B)(6) 2016. One week post-operative x-ray examination showed disconnection of set screw from the polyaxial screw in left l5. The patient went through revision surgery as a result. On (B)(6) 2016 the patient went through a revision surgery. During the procedure the removal of the set screw disconnection from left l5 was performed. The rod in the left side was replaced. The polyaxial screw in the left l5 was not removed, the brand new set screw could be connected with no abnormal resistance and noise. Two med watch reports filed for this incident included: 3005673311-2016-00182, 3005673311-2016-00183.

Manufacturer narrative:
Investigation: the set screw was analyzed visually and microscopically. No abnormality can be found on the top of the set screw. The thread is partially damaged. The bottom of the set screw exhibits unusual wear marks. This indicated that the rod was not properly fixed and tightened. For comparison, the second set screw shows wear marks after a correct tightening (double sickle shape). The rod shows typical wear marks on the bottom and on the top, left, and right side. Furthermore additional wear marks can be found on several locations. It can not be decided clearly whether these wear marks occurred prior or after the revision surgery. These marks probably occured during the revision surgery. On the x-ray pictures, it can be seen that the screw came off, one week after the primary surgery. Batch history review: the manufacturing documents have been checked and found to be according to the specifications, valid at the time of production. Conclusion and root cause: the contact pattern on the bottom of the screw are hints that the screw was not screwed-in adequately. The root cause is most likely user related. Rational: the wear marks on the complained screw occurred most likely due to a movement of the rod, caused by an incorrect seated set screw. No CAPA is necessary.